Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed moisture in the battery compartment and a crack in the battery compartment. Leak testing revealed a leak due to the battery compartment crack. The pump casing was removed and there was moisture found on a support bracket. The returned battery cap was used to complete investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.